Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on an unknown date. According to the complainant, while placing the sling, the physician perforated the bladder on one side and had to remove the sling. A second attempt was made and the physician went through the vaginal tissue. It was reported that the physician had to cut some of the patient's vaginal wall. The patient experienced pain post procedure but the exact nature and date of onset is unknown. All other information is unknown. Attempts to obtain additional information have been unsuccessful.